Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a displayable history check failed on startup alarm. Customer stated that the display screen stayed blank for a minute and a half. Customer stated that the pump was not stored without a battery or a dead battery for an extended period of time. The pump ins not in the spanish language and the alarm did occur during normal use. It was explained that this is normal pump behavior. Customer stated that the battery was changed roughly 3 weeks ago.